Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure completed as planned by rebooting the system. The field service engineer (fse) visited the site and found system fails to emit x-rays with wired footswitch. Upon troubleshooting fse found fse that the wired footswitch cord was shorting out the power supply. To resolve the issue, the fse replaced the wired footswitch. After replacing the wired footswitch, the system was working as intended. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray could not be released with the footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.